Event description:
It was reported to philips that during clinical and therapeutic use of the device on (B)(6)2022 at approximately 1501, e-118 (low circuit leak) repeatedly occurred. The exhalation port was inspected and verified to be unblocked and the displayed leak was approximately 14-15 l/min at the time of the alarm occurrence. The patient was noted to exhibit tachypnea. The device was replaced with a backup unit (make/model unspecified) as well as a circuit replacement (make/model unspecified) and the alarm resolved at 2245. Status-post device and circuit swap, the patient breathing status was noted to be poor and they passed away (date/time unspecified). The physician did not believe there to be a causal relationship of the medical device to the patient death due to the patient's poor condition, however requested the device be examined for assurance. The patient's cause of death was listed as exacerbation of heart failure. During the evaluation of the device at the manufacturer's service center, the reported alarm was not duplicated. The error log was checked, and it indicated that e-118 (low circuit leak) had occurred. It is very likely that the frequent occurrence of low circuit leak alarm was due to the tachypnea of the patient. No other error indicating abnormality of the unit had been recorded. Unit was tested and disassembled/checked but no abnormality was confirmed. Although no cause and/or contribution of the device to the patient outcome was found, re-evaluation of case details performed by clinical team has resulted in decision to report.